Event description:
It was reported that the patient had received inappropriate therapy due to incorrect interpretation of signaling from their implantable cardioverter defibrillator (ICD). Further review indicated that automatic mode switching (ams) had occurred, attributed to far-field oversensing and competitive atrial pacing. No intervention was performed, and the patient's status was unknown.